Manufacturer narrative:
The reported events of connector separated from the lead, stylet could not be removed, and connector sleeve would not fit the lead were confirmed. As received, a complete lead was returned in three segments. The cause of the reported events of stylet could not be removed and connector separated from the lead was isolated to the damage ptfe coating of the stylet. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event of connector sleeve would not fit the lead. The test lead could be fully inserted into the returned connector sleeve, and the dimension of the returned connector sleeve was measured within product specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021 for a system implant procedure. During the procedure, it was noted that a connector pin anomaly was observed which meant it could not be exposed for lead position testing. While attempting to remove the guidewire from the lead, there was difficulty removing it which caused the delivery system to become dislodged. A new lead was used and implanted without further consequence. The patient was stable throughout.